Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noticed that the heating wire on the jaws of the vasoview hemopro 2 pulled away and separated from the device. The wire stayed on the device and nothing fell into the pt. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being eval. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).